Event description:
This is an international report where the patient noted a crack on the light blue main body of the minicap transfer set. The set was used for one month. There was patient involvement, but no patient injury and no medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. No functional problem was observed during the plant evaluation however a visual crack was confirmed. The root cause is uncertain. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.